Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet with a dexcom g7 and a contact detach infusion set after inadvertently announcing multiple breakfasts, which led to continued insulin delivery despite declining glucose. Symptoms included low blood glucose readings with downward trends and feeling unwell, which improved as glucose rose. Outcomes included home management with oral carbohydrates, temporary pausing of insulin delivery, education on appropriate meal announcements, and recovery without hospitalization. Investigation included troubleshooting with the user, review of device meal announcement history, and user education on safe use. Investigation of this case revealed multiple unintended meal announcements contributing to hypoglycemia, with device performance otherwise not indicative of a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to dosing inputs. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.